Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2010.  Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2011.  Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2011. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2014. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent an exploration and removal of an abdominal wall fistulous tract and removal of a stitch on (B)(6) 2010 during which the surgeon noted ¿locating the mesh was difficult because of the large amount of granulated tissue¿. It was reported that the patient underwent surgery to explore an infected sinus tract on (B)(6) 2011. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. The surgeon ¿removed the prior mesh, lysed extensive small bowel adhesions and repaired a small bowel enterotomy¿. It was reported that the patient underwent a hysterectomy on (B)(6) 2014 during which the surgeon ¿had to call a doctor to assist with extensive enterolysis of small bowel from the mesh.¿ it was reported that the patient underwent removal surgery on (B)(6) 2016 and repair of a recurrent hernia. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.